Event description:
It was reported that during the implant procedure the r wave sensing was low. The device was not used and another device was implanted. It was also reported that during the implant procedure the lead coil malfunctioned and that it was broken. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the inner insulation was breached cut. It was noted that the distal conductor was kinked/buckled, the proximal conductor was kinked/buckled, there was blood in the distal conductor (not obstructed), there was blood in the proximal conductor (not obstructed), the outer insulation was breached cut, and the lead was damaged at implant. Cross continuity failed due to breached inner insulation. (B)(4).